Event description:
Caller reported experiencing ongoing occlusion alarms. The customer's blood glucose level was displayed as "high," though the specific value was not provided. To address the high blood glucose, the customer performed a correction injection. The customer changed pump supplies and resumed insulin.